Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 20s (mg/dl). Candy, protein, and pump therapy was suspended to treat bg level. Reportedly, the customer attributed bg to the pump delivering insulin overnight. Review of the pump data logs by tandem technical support verified that the customer was delivering bolus requests for carbohydrates value but was not entering a bg value. Therefore, the pump did not take into consideration the customer's bg level to prevent bg from decreasing below target rate. Additionally, based on the customer's settings and bolus requests, pump was functioning as intended. Tandem technical support educated the customer on the bolus calculations of the pump. The customer reported having one personal profile setting at the time of the low bg events. Recommendation was made to discuss creating a personal profile setting for nighttime use with healthcare provider for diabetes management.